Event description:
It was reported that the patient had an infection with the pump in 2010. The drug used in the device system was unknown. Additional information had been requested.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was followed by the physician for wound care prior to the explant. Conflicting information as provided that the device system delivered lioresal at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(4) 2010, explanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was later reported that the pump and catheter were explanted on (B)(6) 2010 due to poor wound healing and infection. At this time the device system delivered compounded baclofen. The patient was implanted with a new pump and catheter on (B)(6) 2013.